Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. The field service engineer (fse) conducted an on-site investigation and confirmed that the system checkout (sco) had passed prior to use. While testing the system with a test lung, the fse observed fluctuations in the tidal volume expired (vte), and a leak alarm was generated. Upon inspection, the fse advised the customer to replace both the patient cassette and the breathing circuit. Following the replacement of the patient cassette, the issue was resolved and the system returned to normal operation. The customer was also instructed on the recommended cleaning procedures for the cassette. The replaced part was retained by the customer and not returned, preventing further root cause analysis. A complete set of device logs was received. Evaluation of the logs shows that prior to and after the event a successful sco was performed. The technical log has no recordings during this date which indicate the absence of technical malfunctions in the system. Treatment was started and volume control (vc) was selected, alarms for etco2: low and respiratory rate (rr): high were activated. A few parameters were changed and alarms for airway pressure: high and leakage alarm were generated. Thereafter the ventilation mode was changed between manual and automatic ventilation several times. Alarms for respiratory rate high and airway pressure high were triggered and alarms for fio2: low were activated despite o2 was increased. The ventilation modes were changed several times again and alarms continued to be generated. The leakage alarm was triggered continuously for almost 2 hours before the treatment was terminated without any intervention nor changing in parameters sittings. Our conclusion is that the leakage issue was resolved by replacing the patient cassette. However, due to the unavailability of the replaced part for further inspection, we were unable to perform a complete root cause analysis. Based on observed data and successful post-replacement operation, the issue was likely associated with a faulty patient cassette.

Event description:
It was reported that during patient treatment, the tidal volume fluctuated. Alarms for leakage and high airway pressure were generated. There was no patient harm. Manufacturer's reference number: (B)(4).